Event description:
On or about (B)(6) 2010 an ams miniarc sling was implanted in the plaintiff to treat her stress urinary incontinence and cystocele. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced severe pain, continued incontinence, and pain, during sexual intercourse." It was also alleged that the plaintiff "suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.